Manufacturer narrative:
Olympus follow up with the user facility regarding the status of the device but with no results. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (obl) was informed that the ¿fiber optic cable is not passing light, image/coloring problem¿ with the customer visera video system center. The reported no image defect was found during procedure. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to d8, d9, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the fiber optic cable not passing light was unable to be identified. Olympus will continue to monitor field performance for this device.